Manufacturer narrative:
On 1/20/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Device evaluation details: a picture showing carto 3 display was received for analysis. However, the photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. The physical complaint device was also visually inspected and it was found in good conditions. The magnetic, electrical and temperature features were tested and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30313530m number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a focal atrial tachycardia (at) ablation procedure with a ez steer" nav bi-directional electrophysiology catheter and suffered atrioventricular (av) heart block requiring no interventions. The patient went into av heart block when burning outside the coronary sinus (cs). At that moment, the impedance value rose, and a steam pop occurred. The ablation come off within a second. The catheter was removed from the patients body and a small amount of char was noticed attached to the end of the catheter. Physician wiped away the char and proceeded with the ablation. While continued to ablate, the heart block evolved to 3rd degree. Patient was able to be woken up and stable under own power. No pacemaker was implanted, nor any other intervention was provided. The patient stayed overnight for observation and stress test next morning. Patients condition had improved, patient was in av heart block 1st degree with some intermittent 2nd degree heart block after night of rest. Physicians opinion regarding the cause of the adverse event is that it was procedure related and believes the steam pop was a potential reason for the heart block. Generator parameters were 4mm, fast ramp, 50 w 55 degrees c. Patient did not develop any neurological symptoms since the procedure was completed. Despite no intervention was required, av heart block 3rd degree might result in permanent impairment of a body structure or permanent damage of a body structure; therefore it is to be considered serious and MDR-reportable.